Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "how to prepare and use the magic 3 catheter. The catheter is intended for urinary bladder drainage in patients requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. This is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. Urethral catheter for urological use only. Discard after use, do not resterilize. Made of silicone elastomer." (B)(4). The device was not returned.

Event description:
It was reported that the product did not have drainage eyes. The patient inserted the catheter and did not get urine return. The catheter was removed and another catheter was used. Upon inspection, it was noted that there were no drainage eyes punched in the catheter.